Event description:
The customer reported that she dropped her insulin pump in the water. Troubleshooting was performed. The customer noticed fogging underneath the screen . No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion on the motherboard.